Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed the device was not received in any original packaging. The drill shaft/tip are in the drill guide. The drill shaft broke off approximately 1 inch below the drill stop. There are grooves at the break point. A functional evaluation showed the drill shaft could not be removed from the drill guide. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: 1) incorrect bone hole preparation. 2) improper depth insertion. 3) excessive force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an arthroscopy, the drill broke. All broken pieces were removed from the patient. The procedure was successfully completed with three minutes of delay using a back-up device. No patient injury or other complications were reported.